Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the halyard health trach care device detached from the covidien tracheotomy tube. This has happened an unknown number of times, when the patient is being moved or changing position. The trach care device was replaced quickly, and there was no injury to the patient. No further information has been provided at this time.